Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the damage of the power switch due to improperly external force being applied such as hitting to hard object. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. (B)(4) surmised that the reported phenomenon might be attributed to the hitting of any hard object to subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the power switch was broken and could not be pressed. There was no report of patient injury associated with the event.